Event description:
Information was received from a patient regarding an external device .the reason for call was the implant had been working pretty good for the last 3 years. About a month ago patient noticed it was taking longer and longer to charge the implant and the implant charge was not holding throughout the day. The implant charge did not seem to last a full day after patient charged it to 100%. Before patient would not have to charge every other day but now it was almost like patient could not get through the day. When recharging, patient had to sit there for 2 or more hours just to recharge every night and had to do it more than once a day. On the call had patient use the controller to verify the charging levels and which icons patient was looking at. On the call the controller was at 100%. The implant was in yellow. A request was sent to repair to replace the recharger and order the battery door. Reviewed the implanted neurostimulator charge depletion rate depends on settings and redirected to healthcare provider (hcp) . Patient was implanted about 3 years ago and the device was not registered.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.